Event description:
It was reported there was t-wave oversensing on the right ventricular (rv) lead. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.